Manufacturer narrative:
The investigation for the reported aic - battery charging/other issues" has been completed. The product was returned and the "aic - battery charging/other issues" was confirmed. Complaint cause was most likely due to the power battery manager (pbm) incorrectly reporting battery temperatures when ac power was connected because at the moment ac power was connected, battery data was sampled. This reading falsely reports the battery temp as something oor triggering the battery alarm. When the next sample was taken 10 seconds later, the pbm read a correct battery data sample. This could be seen in the logs when the battery temp high alarm was triggered, and exactly ten seconds later the alarm cleared. This false reporting will not require a replacement of the pbm; however, batteries will be replaced as they were "unsealed" in order to read their highest recorded temperature. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the automated impella controller (aic) experienced battery charging / other that was resolved with no further detail provided.